Manufacturer narrative:
Correction: e1: zip code. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental is being submitted to provide the results of the legal manufacturer final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The image failure was, due to a defective camera cable. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause was traced to component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that the processor is giving color bars. But no output, once the 4k camera head is attached. The intended procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The customer reported that the processor is giving color bars but no output once the 4k camera head is attached. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to date. Should additional relevant information become available, a supplemental report will be submitted.